Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm)the cardiosave intra-aortic balloon pump (iabp) failing dry manifold test. There was no patient involvement reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm, )the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
The getinge field service engineer (fse) found that the unit failed the pressure and vacuum portions of the drive manifold test. The fse replaced the drive manifold. The unit passed all functional and safety tests, and was returned to the customer. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of drive manifold leak test failing. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy. Into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual revision r. The failure analysis and testing department performed all manifold leak tests and drive manifold leak tests failed with result of vacuum leak diff pres. 75mmhg and pressure leak diff. Pres. -134mmhg, the factory specification is for vacuum leak diff. Pres. +- 25mmhg and pressure leak diff. Pres. +-55 mmhg. The failure analysis and testing department verified the failure message of drive manifold leak test fails. Drive manifold failed testing.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.